Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -18.0, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to zonular abnormalities. Reportedly, after implant the surgeon felt the zonule was weak. One day post-op the surgeon decided to remove the lens as he felt it might fall into the vitreous cavity. There is no plan for additional surgery.

Manufacturer narrative:
Additional information: the surgeon removed the icl lens and not her crystalline lens. The surgeon also said that he was not sure that the patient had any ocular history but he felt her zonule was too weak when he implanted the icl. Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue and debris on product. Visual inspection found the haptic torn and foreign material on lens surface (residue on lens). (B)(4).